Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that broke or detached prematurely and stretched. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm of the left posterior communicating artery. The aneurysm max diameter was 6mm and the neck diameter was 4mm. Blood flow and vessel tortuosity were normal. It was reported that the axium coil and all accessory devices used were prepared according to the instructions for use (IFU). During aneurysm filling it was discovered that the coil could no longer be manipulated as the coil had broken or detached prematurely and was stretched. There was no friction or other issue with delivery prior to the detachment. The physician did not reposition the coil or rotate the pusher. No attempt had been made at detachment. Continuous catheter flush was administered. The next coil was able to push the stretched portion of the first coil into the aneurysm sac and the procedure was successful. There was no harm or injury to the patient.